Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on a cobas 6000 c (501) module - c501. No erroneous results were reported outside of the laboratory. The sample initially resulted with a sodium value of 136 mmol/l and was repeated twice, resulting with values of 210 mmol/l and 136 mmol/l. The sample initially resulted with a potassium value of 6.26 mmol/l and was repeated twice, resulting with values of 9.64 mmol/l and 6.22 mmol/l. The sample initially resulted with a chloride value of 108.4 mmol/l and was repeated twice, resulting with values of 177.8 mmol/l and 107.9 mmol/l. No adverse events were alleged to have occurred with the patient. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. Quality controls were within range. No alarm was issued at the time of sampling. Based on the provided information, the pattern of elevated results points to a pre-analytic sample handling root cause. All three tests were elevated by approximately the same percentage. The issue may be due to a contaminated outer surface of the sample probe leading to a higher sample volume to being dispensed for testing. Several abnormal probe aspiration alarms occurred during the date of the event. The customer also was not following tube manufacturer recommendations for centrifugation of the sample.